Event description:
It was reported that following a cerebral diagnostic angiogram, an angio-seal evolution was selected for use. The device was deployed and hemostasis was achieved. The pt's groin was dry and they were discharged per hosp procedures. One day later, the pt felt a pop in the groin. The pt called the hosp later in the day and was informed to come in if she was experiencing pain or bleeding. The pt experienced vomiting. Two days later, the pt went to the hosp and a pseudoaneurysm was identified. Pressure was applied for a while and the pt was taken to surgery. The physician removed the angio-seal and repaired the pseudoaneurysm. The physician reported that the angio-seal plug was not attached to the artery. The pt was reported in good condition and was discharged.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.